Manufacturer narrative:
Concomitant product: product ID 3889-28, lot # va09hd9, implanted: (B)(6) 2013, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the therapy worked really well until patient fell. Patient fell 2 times: on (B)(6). Patient noticed on (B)(6), that therapy stopped controlling her bladder. The patient also was not feeling any stimulation. The reporter stated ¿she had no circuitry'. The programmer was used on the call and it was confirmed that therapy was on. The patient was at 2.3 v in program 2. It was increased to 2.4 v and reported feeling stimulation now. Reporter then stated maybe patient lost feeling of stim because she got used to it. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the patient was constantly feeling like she had to go to the bathroom but then does not go. This had been going on for a year or two before (B)(6) 2015. On (B)(6) 2015, the patient had an adjustment and had been better with leakage. The patient was soiling through pads but now it was better. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. If additional information is received, a follow-up report will be sent.